Event description:
It was reported by the customer that the basal rates programmed in their insulin pump may be incorrect. Customer stated she had been experiencing nausea, with a blood glucose level of 200 mg/dl in the morning and 439 mg/dl at the time of reporting. Customer tried to treat with pump but blood glucose levels would not go down and treated with manual insulin injections instead. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Afterwards, the reservoir was reinserted into insulin pump and a high pressure test was performed. The device failed high pressure testing twice. Advised customer to discontinue use of device and revert to healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.